Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and was told that her "wire was shorted out". It was noted that she had knee replacement surgery on (B)(6), 2010 but that the issue had started well before that. She had been reprogrammed twice in the last 2 months which did not help the issue. Additional info was requested.